Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The product PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 3.5 xience pro it was noted that the proximal shaft was kinked. While pulling air from the system the shaft separated. Another xience pro stent was used to successfully complete the case. There was no patient involvement. There was no reported clinically significant delay. There was no additional information provided.